Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was experiencing shocking. It was reported they had been at zero volts since (B)(6) 2018, but they felt like they were getting electrocuted since 2017, for the past 6 months. Patient reported they had vertigo and had fallen a few times. The patient was redirected to their healthcare provider to follow-up. The patient reported they had turned stim down to 0.0v in march, but they still felt a shocking sensation. It was recommended for the patient to contact their doctor and request to have the ins and lead checked. Patient also reported they were blowing through aaa batteries in their patient programmer. No further complications were reported or anticipated.